Event description:
It was reported that on a donor kidney, nephrectomy, the doctor used pvs to fire over the renal artery. The staple line did not form one side of the reload, that the kidney side of the vessel stapled and the patient side of the vessel did not appear to staple, and the vessel ruptured. Staples did not deploy on both sides of a vessel during a nephrectomy. It was also reported that the surgery was delayed. The patient lost a liter of blood in under a minute. They used a second load on the same gun and it fired successfully. A massive transfusion was required.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was received: the surgeon is alleging that the device did not deliver staples on the patient side. The representative was handed the cartridge and he visually confirmed that the staples were still in the cartridge pockets on one side of the knife blade. They are currently still treating the patient and expect to transfer her to ICU. Pt is stable in ICU and patient received around 70 units total but went into trali. We called for echmo but she looked better once we were done. They decided to hold off. The patient is doing well and is stable. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the age of the patient? Was there any chance of calcification in the renal artery? Did the patient have a history of atherosclerosis? Were there any surgical clips used near the renal artery prior to this firing? What is the current patient condition? Could you confirm the total estimated blood loss and the total number of units transfused? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. Additional information this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: a surgical video provided by the iu health transplant team was reviewed by ethicon engineering and medical personnel. Upon review of the video, it can be observed that several weck hemo-lok and titanium clips are placed on several vessels near the renal hilum to include multiple lumbar veins, an accessory renal vein, and the ureter. The echelon flex¿ powered vascular stapler is then placed on the renal artery. As the stapler is placed on the renal artery, a weck hemo-lok clip placed on an underlying lumbar vein can be seen within the jaws of the device as it is closed. After firing the device, significant blood loss can be observed. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4) date sent: 9/30/2022 d4: batch #267a72 additional information received: update on patient status: the patient was released from the hospital the week of (B)(6). She seems to be fine mentally, but she is very weak and currently needs assistance with a walker to a ambulate. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload (#1) was received unfired and conforming based on visual and CT inspection. In addition, two reloads were received. The reload (#2) was received fully fired and with damage with visible indentations and fractures on the deck that are consistent with firing over a hard object. The analysis was unable to determine the material composition of the hard object at this time. Upon further inspection, the cartridge was examined using the scanning electron microscope (sem) with energy dispersive spectroscopy (eds). Sem images show a proximal area of linear damage that crosses the staple pockets. A circular area of damage is seen distal on the cartridge. The sem/eds of the linear damaged area showed only glass fiber pieces and surgical residue. The reload (#3) was received fully fired and conforming based on visual and CT inspection. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. The stapler did not staple, but the knife cut the ¿nephrotic aorta¿. The patient was transfused 72 units of blood. The patient was prepared echmo. The surgeon couldn¿t close the patient because she was swollen and spent 11 days in the hospital recovering. The patient has follow up ¿issues¿ that will need to be repaired.